Event description:
It was reported by customer through emergency support program that internal communication failure alarm occurred on cardiosave intra aortic balloon pump during patient transport, resulting in loss of screen tracing and uncertainty of balloon inflation. Pump was exchanged, and therapy continued. No patient harm reported.

Manufacturer narrative:
According to the customer, ¿we had just received a patient from another facility and transferred him to our cardiosave. Everything was functioning normally. While transporting the patient to the ccl, the screen tracing suddenly went blank and we were unsure if the balloon was still inflating. An 'internal communication failure¿ message appeared, so we switched to another pump. We want to ensure no additional actions are required.¿ complaint details were obtained. Esp personnel instructed the customer to clearly label the affected unit and remove it from circulation pending service.